Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this patient has a history atrioventricular (av) block and experienced frequent episodes of loss of capture (loc) which included greater than two seconds of asystole. The patient was hospitalized; however, this device was not able to be interrogated and demonstrated no magnet response. It was alleged the device battery was depleted. Boston scientific technical services was contacted and recommended providing full device data to determine whether the depletion was appropriate. Furthermore, it was discussed that additional data was needed to determine the impedance measurements of the implanted system. The device was subsequently explanted and replaced to resolve the event. The device has been received and is currently undergoing analysis. Once analysis is complete, this record will be updated.

Event description:
It was reported that this patient has a history atrioventricular (av) block and experienced frequent episodes of loss of capture (loc) which included greater than two seconds of asystole. The patient was hospitalized; however, this device was not able to be interrogated and demonstrated no magnet response. It was alleged the device battery was depleted. Boston scientific technical services was contacted and recommended providing full device data to determine whether the depletion was appropriate. Furthermore, it was discussed that additional data was needed to determine the impedance measurements of the implanted system. The device was subsequently explanted and replaced to resolve the event. The device has been received and is currently undergoing analysis. Once analysis is complete, this record will be updated.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Limited telemetry was available due to the low battery voltage (i.e., 2.13 volts). The device case was removed to facilitate inspection and testing of the internal components. No visual anomalies were noted. The battery was removed and replaced with an external power source. Initial testing identified a high current draw; however, during functional testing the high power draw ceased and the power draw dropped to normal levels. The device was interrogated and normal telemetry resulted. Normal pacing and sensing was observed during testing, with no noise noted. Impedance measurements were within normal range. The device was programmed with multiple settings in attempts to reproduce the high power draw but it never recurred. A longevity calculation found the device battery lasted approximately 85% of its expected life, likely due to the high current draw that was noted at the beginning of analysis. Because the high current draw could not be recreated, the root cause could not be determined. This event has been reported to our engineering and manufacturing teams and we will continue to monitor field reports for similar observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient has a history atrioventricular (av) block and experienced frequent episodes of loss of capture (loc) which included greater than two seconds of asystole. The patient was hospitalized; however, this device was not able to be interrogated and demonstrated no magnet response. It was alleged the device battery was depleted. Boston scientific technical services was contacted and recommended providing full device data to determine whether the depletion was appropriate. Furthermore, it was discussed that additional data was needed to determine the impedance measurements of the implanted system. The physician elected to explant and replace the device to resolve the event and the patient was stable. The device is expected for analysis, but has not yet been received.